Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump has already alarmed with several signal too low and unexpected restart alarms. The patient's blood glucose at the time of incident was 107 mg/dl. The caller confirmed that the alarms occurred during normal use. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.